Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was discomfort at the site of the paddle implant. The environmental factors associated and diagnostics performed were unknown. Both the paddle and neurostimulator were explanted on (B)(6) 2018. The issue was reported to be resolved. The devices were currently in the possession of the hospital. The customer was notified that the product should be returned but it had not at the time of the report. No further complications were reported.